Event description:
It was reported that the patient experienced an event where an infusion set fell off due to warm weather and perspiration on (b)(6)2026.

Manufacturer narrative:
E1: Patient City: (b)(6)Patient Country: United KingdomName: Medtronic MinimedCountry: United States of AmericaStreet: 18000 Devonshire StreetCity: NorthridgeState: CaliforniaZip Code: 91325 ¿ 1219Based on the available information, this event is deemed to be a reportable malfunction.Request was requested for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under Complaint Investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: (b)(4)Manufacturing Site:(b)(4)